Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was failed to power on and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was failed to power on and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not worked and powered on. The field service engineer (fse) replaced the drawer controller and tested functionality using hardware test application. Hardware passed diagnostics and is operating as expected. The system functioned as intended after the field service engineer (fse) resolved the issue.